Event description:
Deflation from surgical instrument resulting in explantation.

Manufacturer narrative:
Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Deflation from surgical instrument resulting in explantation.